Event description:
New information reported that during follow-up on (B)(6) 2015, the pulse generator was able to be successfully interrogated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up, the pulse generator was unable to be interrogated. No intervention or patient symptoms were reported. No further information could be obtained.